Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr and upsized to an 18fr sheath. Reportedly, following the tavi procedure one portion of the suture broke and another portion of the suture appeared to be split. Hemostasis was achieved with the pre-placed suture of the second proglide device and manual arterial compression. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Two sutures were returned. The reported suture detachment could not be replicated in a testing environment as there were two different sutures returned cut in multiple sections. A conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.